Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics where called due to low blood glucose. Customer stated that he was treated with sugar shot. The blood glucose reading at the time when paramedics arrived was 21 mg/dl. Customer stated that he over boluses, which led to low blood glucose. Nothing further was reported.